Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer was printing blank labels. A field service engineer (fse) checked the printer status, and an initial reset was attempted. After logging in and reviewing the printer settings, it was found that two printer drivers were installed, one driver was deleted and the remaining driver was configured, however test label printing produced no response. The station was then rebooted, and although the printer appeared in an idle state afterward, it still failed to print. The printer driver was subsequently removed entirely and reconfigured. To test the repair, multiple test labels were successfully printed, the nurse confirmed patient labels printed correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the label printer printed blank labels. However, there were no delays or adverse events or injuries reported based on this event.